Event description:
During use of the device for a surgical procedure, the user observed an "f033" error message. As a result, an alternate device was employed to conclude the procedure. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.